Event description:
During the analysis process, the smart control (c06060mv/15388151) stent was found partially deployed. The initial information indicated that during the procedure there was failure to cross for a smart control (c06060mv/15388151). The procedure was elective, and the product was prepped properly according to the (IFU) instructions for use and without any problems. The physician completed the procedure with another device and without any issues or patient injury.

Manufacturer narrative:
One non-sterile pkg assy 6x060 smart vas120cm was received coiled inside a plastic bag. Distal tip and brite tip were found damaged. Distal tip was found out of position (uncannulated). The locking pin was found at the correct position. Stent was out of position. Blood residues could be observed. Bent was detected at 1.0cm from ID band. The outer diameter (od) of the outer sheath was measured at different distances and was found within specification. The unit was introduced through 6f cordis catheter sheath introducer and no friction/resistance was felt. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported "failure to cross" by the customer could not be confirmed since outer diameter of outer sheath was found within specification. The exact cause of the failure reported and conditions detected during analysis like bent, distal tip "out of position," distal tip "damaged" and stent "out of position" cannot be conclusively determined, there is no evidence that suggest that these conditions are related to the manufacturing process; however, procedural factors could be contributed to the issues. During manufacturing process there are controls to detect these kind of issues "(B)(4) 100% final inspection." Therefore no actions will be taken. Based on the information available, it appears that the difficulty experienced may have been related to procedural factors, vessel characteristics and/or user handling.